Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited atrial channel oversensing of ventricular signals. A signal artifact monitoring (sam) episode was observed resulting in the respiratory rate trend (rrt) feature being programmed off. The oversensing had the appearance of minute ventilation (mv) oversensing. There were ra pace impedance measurements of greater than 3,000 ohms. It was noted the clinic was aware of this and are looking into revising the lead at some point in the future. Technical services (ts) noted the sam event occurred due to the ra lead issue. The ICD and ra lead remain in service at this time. No adverse patient effects were reported.